Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was receiving inaccurate sensor readings. As a result, a recalibration may be pending to address this issue.

Event description:
Additional information indicated an echocardiogram was performed on (B)(6) 2018 to have the sensor recalibrated by 17 mmhg. Will continue to monitor it for drift stability.